Manufacturer narrative:
Date of the event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg would not communicate. The patient programmer displayed error 2501 and the patient lost stimulation. As a result, the patient¿s ipg was explanted and replaced on (B)(6) 2020. Stimulation therapy was reportedly restored postoperatively.